Manufacturer narrative:
(B)(4). Batch # p55g7g. Device evaluation: the analysis results found that the ntlc55 instrument was received with no apparent damaged and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. In addition both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape.  While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device couldn¿t be completely fired. A little piece from the cartridge broke off. There were remaining staples in the proximal part of the cartridge left. They took a new device to finish the operation. No complications for patient.